Event description:
It was reported that pump malfunction occurred and displayed malfunction code, with no notable events happening beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction appeared again, which customer acknowledged and understood.